Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pacemaker, (B)(6) 2008; 5068 implantable pacing lead, (B)(6) 1997. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an apparent lead fracture due to exhibited loss of capture (loc) in both unipolar and bipolar sensing configurations. It was also reported by the patient that their lead broke in half. Therefore, the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.